Event description:
It was reported that the right ventricular lead had high threshold and decreased impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial segment of the lead measuring 27 cm was returned, analyzed, and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically melted but not breached, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator, (B)(6) 2007; 4076 implantable pacing lead, (B)(6) 2007. (B)(4).